Manufacturer narrative:
Additional information received on june 14, 2021 block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11may2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on unknown date. The procedure was done under general anesthesia. The spaceoar was injected in the rectal wall. This was confirmed when they reviewed the magnetic resonance imaging (MRI). On june 14, 2021, additional information received stating that the procedure was performed in may and seemed to go smoothly but the patient experienced rectal pain afterwards. The physician checked the patient a month after the procedure and he was still feeling some discomfort when he sits in long car rides and was advised to take advil for it. The physician noted there was some evidence of scar tissue between the prostate and rectum, which in the setting of prior anal fissure surgery and likely contributed to the difficulty of placement in this situation. Upon reviewing the magnetic resonance imaging (MRI) it was read as anterior rectal wall invasion and appeared to be slightly less than a 25% rectal wall infiltration. The patient will receive external beam radiation therapy (ebrt) and is planning to do 79.2/44.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under general anesthesia. The spaceoar was injected in the rectal wall. This was confirmed when they reviewed the magnetic resonance imaging (MRI). There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt).